Event description:
The plastic tip of the resectoscope sheath broke off the device into the patient's bladder requiring additional devices to assist in removal.per the operative report: "we then inserted a flexible cystoscope and were able to visualize the tip of the resectoscope. We initially tried to grasp it with flexible graspers however it became lodged just be in the bladder neck. We then used a triangle shaped basket typically designed for stone extraction and were able to remove it the rest of the way out of the urethra. We reinserted the cystoscope and verify there once again no foreign bodies or injuries to the mucosa. The bladder neck was widely patent hemostasis was excellent."